Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information as faulty gas module may lead to stop of ventilation, low o2 or high pressure. The o2 gas module was found defective and its replacement is necessary. The device logs and service report were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2018. Corrected manufacture date: 08/16/2011.

Event description:
Manufacturer's ref. #: (B)(4).